Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, date of event unknown / not provided, lot number unknown / not provided.

Event description:
It was reported that the abutment screw loosened in the patients mouth.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was not returned for investigation. Since product was not returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Pictures or x-ray images were not provided. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. Complainant reported that the abutment screw loosened in the patients mouth. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, unique identifier (UDI) number not available g4: date received by manufacturer h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date not available h6: evaluation codes